Event description:
Information received indicated that while head section of bed is in up position it would drift down very slowly.

Manufacturer narrative:
Technician found that the head section would drift down very slowly due to faulty CPR valve. Replaced head down valve and CPR valve to resolve this issue.